Event description:
Hospital reported that upon opening the polybags of sims resuscitators for cases, the masks were missing. Hospital reported immediately replacing the resuscitator and continuing the cases with no harm to pts. Hospital estimates approx 12 incidents over the past 2 months.